Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) explant procedure the lead could not be removed because the set screw could not be engaged. Five days later an additional procedure to check the set screw visually was performed. The silicon which covered the grommet was peeled off and the set screw was successfully engaged. The set screw was dislocated and came off, and the lead was successfully disconnected from the device. No issue with the lead was reported. The ICD was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.